Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received and fracture was observed on the right ventricular lead. Device was reprogrammed and the patient was stable. Lead was capped and replaced on (B)(6) 2019 with a new system implant on the right side as the vessel was occluded. No further information is available at this time.

Event description:
New information received states that the patient presented in clinic for routine follow up. Review of strips indicated lead noise on the right ventricular lead. Lead noise was also observed on the right ventricular lead during pocket manipulation. Device was reprogrammed and the patient was stable. Lead was capped and replaced on 01/30/2019 with a whole new system implant on the right side as the vessel was occluded. The patient was stable post procedure.